Event description:
Reporter noted often seeing while fibers in pt's eye on one day post-op. Also notices fibers to instrumentation occasionally. This pt had a torn long fiber/thread in eye pod1. Believes fiber is from eye pad or cotton swab. Eye looked fine, no complications. Fiber has not been removed, but plans to remove it in near future.

Manufacturer narrative:
Customer stated samples were not saved, but they would try to save any future samples. Questionaire has not been returned to date.